Event description:
This event involved patient who experienced a vad stop approximately five weeks post heartware lvad implantation. The patient was found unconscious by his family around 6:20am. The family member reported that both battery and ac power were disconnected at that time and that the device was alarming. She was able to immediately re-connect the battery and the pump resumed operation. She is reported to have verified this by listening to the patient¿s chest. The family member was unsure as to how long the patient had been disconnected for. A preliminary review of the log files by the site indicated no pump stop alarms nor any alarms recorded since the patient¿s implant day. A further review of these logs revealed that the power had been off for a period ranging from 3 minutes and 48 seconds to 19 minutes. The patient was treated successfully with hypothermia therapy and is reported to have been discharged home with no permanent injury. After the incident, the patient reported that the power disconnection had been accidental. The site has indicated that it will not be returning the product to the manufacturer for evaluation.

Manufacturer narrative:
The product remains connected to the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The reported event due to no audible alarm when both power sources were disconnected could not be confirmed as the device was not available for testing. Review of the internal ncmr documentation confirmed that the device met all quality requirements for release. Analysis of the controller event log showed evidence of a loss of power to the controller on the reported event date. There were no corresponding alarms in the alarm log, but this is to be expected as no alarms can log during a loss of power. The patient confirmed that the loss of power was due to an accident disconnection of both power sources (user error). No additional information will be forthcoming.